Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of hemolysis was most likely patient related since volume giving helped to resolve hemolysis.

Event description:
An impella cp was inserted via the femoral artery to support the 70 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e. The patient was known to have had an out of hospital cardiac arrest and was supported by inotropes, vasopressors, and a vent for respiratory needs prior to pump insertion. The cp was delivered and the team was unable to find the pedal pulses by doppler. They did note the foot is pink an warm despite the ischemia. The patient is on multiple vasopressors which could contribute. The pump remained on despite the ischemia signs and on the following day there was hematuria observed. The team did relay that the hemolysis concerns resolved and the pulsatility did return to the patient's limb. The team noted the volume given resolved any concerns of hemolysis and the pump position was assessed with echo imaging. After just over 2 days of support the patient was noted to expire as care was withdrawn. There is no allegation that the prior hemolysis concerns or ischemia caused the patient outcome, the patient was known to be critical in scai stage e and with prior cardiac arrest. Limb ischemia is a known risk with large bore access sheaths and has an increased risk of occurrence in patients in scai shock stage c,d, and e since there is potential for the patient to concurrently be on vasopressors for medical treatment.

Manufacturer narrative:
Additional information has been provided in b5, h1 and h6. Corrected information has been provided in b1, b2, d4 and h3.

Manufacturer narrative:
The customer discarded the pump. The customer confirmed the position under echocardiogram and gave the patient volume to resolve the hemolysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 70 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e. The patient was known to have had an out of hospital cardiac arrest and was supported by inotropes, vasopressors, and a vent for respiratory needs prior to pump insertion. The cp was delivered and the team was unable to find the pedal pulses by doppler. They did note the foot is pink an warm despite the ischemia. The patient is on multiple vasopressors which could contribute. The pump remained on despite the ischemia signs and on the following day there was hematuria observed. After 2 days of support the pump was explanted and patient survived. The team did relay that the hemolysis concerns resolved and the pulsatility did return to the patient's limb. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.